Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown, product type: catheter; product ID 8840, serial# (B)(4), product type: programmer, physician. (B)(4).

Manufacturer narrative:
Analysis of the physician programmer did not confirm an anomaly.

Event description:
The 8840 had an unknown problem. They did not write down the error code that it displayed. They were reading a pump and got an error message of a stopped pump. There was probably not anything wrong with the 8840, but they were going to replace the 8840. No patient harm was reported.